Event description:
History according to surgeon, (B)(6) 2011 normal osteosynthesis of fracture. Delayed healing, weightbearing after (B)(6) 2011. On (B)(6) 2012, sudden onset of pain and impossible to bear weight. X-ray which shown broken nail. Implant removal and then osteosynthesis with cancellous bone graft + dynamic hip screw (dhs with 6 holes).

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report.